Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an item issue due to incorrect container configuration, where quantity fields were non-editable and cubie access failed. A technical support specialist (tss) verified quantity on hand (qoh) mismatch and blank cycle count data and advised customer to contact the pharmacy to do de assignment, disabling container settings in mql (medbank myqlink) and reassigning the item to resolve the issue. The system functioned as intended after the technical support specialist guided the user to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue medication. The drawer 1 opened, but the cubie in position 13 failed to open. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.